Event description:
It was reported that the error codes appeared. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. Force sensor bridge test was found in event history log. The technician performed the power up process and occlusion test. However, unable to duplicate reported problem. No problem was found. The root cause of the reported issue could not be determine. Force sensor reading @ 0 : count =37 and force readings 0.00 pounds(lbs) @5: counts= 233 and force readings 4.79 lbs. And @ 15 : counts 649 and the force readings 14.74 lbs. Replaced plunger cable as preventative measure. Performed power up process and all the functional test passed. Pump were over 5 years old.